Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold, wear abrasion, crystalline in the gel and weight the device within specification. A microscopic analysis was performed which identify cloudy in the gel after the autoclave cycle. Based on the device analysis, no issues found related with the manufacturing process it was noted on the final assessment. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Health professional reported right side capsular contracture, baker grade iii, "there was fluid around and an inflammatory response and imaging report indicated the patient "bloody nipple discharge on the right, red/brown in color." Device has been explanted.